Event description:
Pt reported the insulin delivery of the infusion device has been too low since (B)(6) 2012, and the infusion device displays e1 cartridge depleted errors when the volume is 30 i.u. His blood glucose and insulin delivered via the infusion device on (B)(6) 2012 were as follows: 527 mg/dl at 12:38 p.m. And he ate 1.5 be and delivered 12.1 i.u., 351 mg/dl at 5:53 p.m. And 6.2 i.u., 294 mg/dl at 8:21 p.m. And 5.9 i.u., 391 mg/dl at 10:08 p.m. And he ate 2 be and delivered 7.4 i.u. His blood glucose levels and insulin delivered via the infusion device on (B)(6) 2012 were as follows: 265 mg/dl at 5:42 a.m. And he ate 6 be and delivered 10 i.u., 401 mg/dl at 9:22 a.m. And he ate 2 be and delivered 9.4 i.u., and 376 mg/dl at 1:23 p.m. And he ate 2.9 be and delivered 6.1 i.u. He changed the infusion set and delivered 3 i.u. At 3:48 p.m. His blood glucose was 419 mg/dl at 5:35 p.m. And he delivered 6.5 i.u., 240 mg/dl at 7:29 p.m. And he ate 1 be and delivered 1 i.u., 134 mg/dl at 8:53 p.m., and he ate 2.5 be and delivered 3.1 i.u., 121 mg/dl at 9:29 p.m., 53 mg/dl at 11:23 p.m. And he ate 10 be and delivered a multi-wave bolus of 10 i.u. Over the course of 3 hours. His blood glucose was 283 mg/dl at 5:44 a.m. On (B)(6) 2012. The infusion device might have been exposed to water but was not exposed to electromagnetic fields. He had not started new medication but did have a cold. The infusion device was requested for eval. He did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.